Manufacturer narrative:
The device was returned and analyzed. The device memory content demonstrated anormal device function while the device was implanted and in service. The battery status was eri and eight charging cycles were documented. The inspection of the memory content documented that the device had been programmed to7.5v/1.5ms in the rv and 5.0v/1.25ms in the lv with 100% pacing in both channels. This represents a high current program, draining the battery. Next, the amount of charge taken from the battery was verified. The battery condition eri was anticipated according to the programmed parameters. In conclusion, there was no indication of a device malfunction. Analysis revealed anormal battery depletion. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This device was explanted and replaced due to eri 22 months after implant. No adverse patient events were reported. Should additional information become available, this file will be updated.